Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a revision procedure to revise an unspecified lead. No further details were provided.